Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon had noticed a black hair in the packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product could not locate a hair but the reported event was able to be confirmed by a photo provided by the complainant. Device history record was reviewed and no discrepancies were found. The most probable assignable cause of the events was considered as human error due to procedure not followed during the packaging process. However, a more definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.